Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a bloodback event, it is suspected that there was a rupture in the catheter causing the unit to cease inflating which triggered the alarm. The patient was unharmed only experiencing anxiety due to being aware of the unit malfunctioning.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h10. Getinge field service engineer (fse) evaluated the unit taken out of service. Inspected and cleaned residual blood from inside unit. Found residue on power mgmt (d670-00-1162) and motor controller board (d670-00-1159). Replaced both boards and pim (d997-00-1178).installed batteries new batteries due to age. Completed repair with all functional and safety tests per manufacturer specifications. The equipment was cleared for customer use.

Event description:
N/a.